Event description:
Intended use: chromogenic medium for the selective isolation of yeasts and the direct identification of candida albicans. This medium is a medium for: ¿ the selective isolation of yeasts, ¿ the identification of the species c. Albicans, ¿ the presumptive differentiation of a group of species comprising c. Tropicalis, c. Lusitaniae and c. Kefyr. Issue description: a customer in reunion island reported no growth on nine (9) can ID agar plates (ref. 43631, batch 1011844790, expiration date: june 22, 2026). Results are summarized below: type of samples: vaginal swabs. Verification on other media: subculturing performed normal growth observed. Storage conditions: compliant with recommendations. Inoculation method: manual. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. This review has determined that this event meets the criteria for reporting. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate.